Manufacturer narrative:
During service loaner on 10/16/2020, the autopulse platform (serial (B)(4)) displayed fault code "16" (timeout moving to take-up position) error message. The root cause for the reported complaint was due to a defective drivetrain motor, likely as a result of normal wear and tear. The autopulse platform was manufactured in march 2011, and it is 9 years old, exceeded its expected service life of 5 years. During the visual inspection of the returned autopulse platform, no physical damage was observed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During service loaner on 10/16/2020, the autopulse platform (serial (B)(4)) displayed fault code "16" (timeout moving to take-up position) error message. No patient involvement.